Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. The customer applied more force to the button which resolved the issue. Additionally, an occlusion alarm occurred. The customer's blood glucose level was 209mg/dl. A system check was performed and the occlusion was found to be within the cartridge. Reportedly, the cartridge was changed to address the issue.